Manufacturer narrative:
Analysis of the pump identified no anomaly found. Analysis of the catheter identified the sc connector had a tear in the seal near the guide ring and an indent towards the bottom of seal material caused by the pump¿s outlet connector was noted. The indent did not appear to suggest an occlusion. There was no significant anomaly.

Manufacturer narrative:
Concomitant medical products: product ID: 8596sc, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. Product ID: 8 709sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. Product ID: 8596sc, serial# (B)(4), product type: catheter. (B)(4).

Event description:
Information was received from a consumer via a manufacturing representative regarding a patient receiving fentanyl (300 mcg/ml at 11 74 mcg/day) from a drug infusing pump. The indication for use was noted as non-malignant pain and chronic low back pain. On an unknown date the patient was receiving intermittent therapy. The pump logs were read and did not show any motor stalls. A dye study was done and the catheter was patent. It is unknown what signs or symptoms the patient was experiencing. It is also unknown what led to the event or how the issue was identified. The pump was replaced and the issue resolved. On (B)(6) 2015 the patient was reported to be alive with no injury, and on (B)(6) 2015 the patient was reported to be doing fine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.